Event description:
It was reported that during a coronary durg eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was located in the left anterior descending artery which was described as non-tortuous and non-calcified. The lesion was pre-dilated with a 2.5 x 12 mm voyageur balloon. A taxus expres2 3.0 x 28 mm drug eluting stent was deployed over the lesion area. Upon removal of the system, withdrawal difficulties were encountered. The balloon was sticking. The physician forcefully tugged on the balloon, then pulled negative and deep seated the guide catheter. Following these maneuvers he was then able to successfully remove the stent delivery system. There were no reported pt complications.